Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. The device operated as intended. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit; that instrument once turned on and after connecting the circuit with filter (original consumables) starts to insufflate and after a very short time goes into lockout and suddenly shuts down with an audible alarm, the power button from green turns orange, and the display turns off completely. This issue starts as soon as you start the instrument to insufflate. The issue was found during preparation for surgical procedure on (B)(6) 2023. The procedure was successfully completed using an insufflator of the same model with the same patient circuit, and this condition does not occur. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation probable causes of the reported event include, failure of the panel display or failure of the panel switch. However, the event was unable to be reproduced during the device evaluation and the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.